Event description:
It was reported the patient is not receiving effective stimulation. The patient does not currently have a pain management physician. The issue will be evaluated once the patient finds a physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.